Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a larger bolus than needed was delivered. Subsequently, customer's blood glucose (bg) level dropped to 29 mg/dl. Reportedly, the customer accidentally entered in 280 grams of carbohydrates instead of a bg value of 280 mg/dl when programming a bolus. Customer addressed low bg level with juice. At the time of the report, customer's bg level was 264 mg/dl.